Event description:
It was reported that it was attempted to repair the patient programmer and couldn't and were in the process of upgrading to a new programmer. When asked how the patient was doing with the loaner device it was reported good, but the reporter indicated that the patient had been experiencing shocks or spasms. The reporter did not directly relate to the loaner and said she thinks it is related to the patient's condition or disease because "she gets in a bad way."

Manufacturer narrative:
(B)(4).